Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the system controller was not confirmed. A review of the downloaded controller event log file spanned approximately 10 days (23oct2023 ¿ 01nov2023 and 17nov2023 per time stamp). There were no alarms active in the log file that were indicative of presence of fluid in the controller. The returned system controller, serial (B)(6), was functionally tested with the returned products and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were produced while testing. The controller housing was opened, and the power cables were stripped to inspect the extent of the reported fluid ingress. The inner components and wires were found to be unremarkable without signs of fluid. The provided information stated that the patient wore their shower bag backwards which caused it to be filled with water. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbooksection 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 patient handbook section 4- ¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient wore the shower bag backwards and the back was completely filled with water. A system controller exchange was performed by the patient's spouse "to be safe" and was tolerated well.